Event description:
The customer reported that they received a 'leak in the centrifuge' alarm. The operator opened the centrifuge door and noticed a leak on the tubing that enters the chamber. No medical intervention was necessary for this event. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. A leak was apparent at the end of the wbc chamber at the tubing bond socket to the channel. There was a bond gap of 2mm at the leak site. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of this issue is an inadequate solvent bond between the chamber and the tubing. Correction: the assembly instructions have been updated to address this issue. Corrective action: an internal CAPA has been initiated to reduce the occurrence of solvent bond leaks between the chamber and the tubing.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.